Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00010.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous fistula (avf) in the left gluteal artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician used another manufacturer's microcatheter along with n-butyl cyanoacrylate (nbca) to perform an embolization. A new microcatheter was then opened and two new pc400 coils were deployed and detached into the avf. Next, the physician advanced a new pc400 coil into the microcatheter; however, it became stuck and was unable to advance out of the microcatheter. The physician removed the pc400 coil from the patient and attempted to advance a new pc400 coil through the microcatheter; however, this pc400 coil also became stuck and was unable to advance out of the microcatheter. The physician removed the pc400 coil and the procedure was completed with no additional coils needed. A final angiography was performed, which did not reveal any abnormal blood flow. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 34.0 cm from the proximal end; the proximal constraint sphere was inside the distal detachment tip (ddt) with piece of fractured stretch resistant wire (sr wire); the coil was detached from the pusher assembly. The outer diameters (od) of the pusher assembly and the undamaged section of the embolization coil were measured and found to be within specification. Conclusion: evaluation of the returned devices revealed that the sr wires were fractured in both pc400 coils. This type of damage typically occurs due to improper handling during use. If the pc400 is forcefully retracted against resistance, the sr wire may fracture. The od of both pusher assemblies and undamaged sections of both embolization coils were measured and found to be within specification. The non-penumbra device mentioned in complaint was not returned for evaluation. It is unknown if the non-penumbra device was damaged prior to advancing the pc400 coils and, therefore, the root cause of this complaint cannot be determined. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.